Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having med for an indi cation of lumbar disc herniation. It was reported that the lens was out of focus. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is japan h3. Device evaluation summary: product analysis #811822468: as per s & r inspection results during the inspection at the time of acceptance, the requested issue could not be reproduced but it was observed that there was a scratch on the outer tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.